Manufacturer narrative:
(B)(4). Received 13 loose tubes 454008/b15013ja for evaluation. Tubes were tested according to the procedures with regards to the correct assembly, level mark, filling level, draw volume and additive content. All specification found within the tolerance range. No deviation could be observed on the samples. We have no further inventory of the material/batch. We were unable to confirm the complaint.

Event description:
Customer states that they occasionally obtain high potassium results (6.2-6.5) on the original samples but then the results are within normal range when redraw. These specimens are not hemolyzed and the correct order of draw is followed. This issue recently occurred four times in one week.